Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device /migration of essure device") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 2 (B)(6) 1999 and (B)(6) 2006), vulvovaginitis, anemia (rbc were transfused.), seasonal allergy, leukorrhea, non-smoker, alcohol abuse ((3-6 drinks)) and gravida. Concurrent conditions included uterine fibroid, vaginal discharge, vulval itching, hypertension and weakness. Concomitant products included olmesartan medoxomil (benicar) since (B)(6) 2015 for hypertension as well as iron, terconazole (terazol) and tramadol hydrochloride (zydol). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression /hormonal changes describe: depression"), mass ("bumps on stomach /rashes or skin conditions type: bumps on stomach"), fatigue ("fatigue"), vaginal infection ("vaginal infection /infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("vaginal bleeding /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("menorrhagia /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and anxiety ("psychological or psychiatric problems condition: mental anguish."). In (B)(6) 2010, the patient experienced haemorrhagic anaemia ("anemia"). In (B)(6) 2012, the patient experienced nausea ("nausea"), tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and rash ("rashes"). The patient was treated with surgery (underwent a partial hysterectomy and bilateral salpingectomy (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, nausea, tooth disorder, allergy to metals, fatigue, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety and haemorrhagic anaemia outcome was unknown, the menstrual disorder had not resolved and the depression, mass and rash had resolved. The reporter considered allergy to metals, anxiety, depression, device dislocation, fatigue, haemorrhagic anaemia, mass, menorrhagia, menstrual disorder, nausea, rash, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the microinsert was placed in the usual fashion. A total of 0 coils were noted after placement. Attention was turned to the opposite tube and the microinsert was placed in the usual fashion. After placement, a total of 4 coils were noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received. New event added- anemia. Event onset dates were added. Event raised rash trunk was updated to bump. Meddra llt was updated. Fup 4 and fup 5 processed together. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device /migration of essure device') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 2 ((B)(6) 1999 and (B)(6) 2006), vulvovaginitis, anemia (rbc were transfused.), seasonal allergy, leukorrhea, non-smoker, alcohol abuse ((3-6 drinks)) and gravida. Concurrent conditions included uterine fibroid, vaginal discharge, vulval itching, hypertension and weakness. Concomitant products included olmesartan medoxomil (benicar) since (B)(6) 2015 for hypertension as well as iron, nsaids, paracetamol (acetaminophen) and terconazole (terazol). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression /hormonal changes describe: depression/ psych injury"), skin disorder ("bumps on stomach /rashes or skin conditions type: bumps on stomach"), nausea ("nausea"), fatigue ("fatigue"), vaginal infection ("vaginal infection /infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("vaginal bleeding /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("menorrhagia /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and anxiety ("psychological or psychiatric problems condition: mental anguish."). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced anaemia ("anemia"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and rash ("rashes"). The patient was treated with surgery (underwent partial hysterectomy and bilateral salpingectomy on (B)(6) 2015, salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, nausea, tooth disorder, allergy to metals, fatigue, anxiety, anaemia and dysmenorrhoea outcome was unknown, the menstrual disorder had not resolved and the depression, skin disorder, vaginal infection, vaginal haemorrhage, menorrhagia and rash had resolved. The reporter considered allergy to metals, anaemia, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, nausea, rash, skin disorder, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the microinsert was placed in the usual fashion. A total of 0 coils were noted after placement.attention was turned to the opposite tube and the microinsert was placed in the usual fashion. After placement, a total of 4 coils were noted. Discrepancy noted for date of insertion: (B)(6) 2009. Discrepancy noted for date(s) of removal: (B)(6) 2015. Patient received treatment pain, bleeding, urinary, bladder problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device /migration of essure device") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 2 ((B)(6) 1999 and (B)(6) 2006), vulvovaginitis, anemia, hypertension, seasonal allergy, leukorrhea, non-smoker, alcohol abuse ((3-6 drinks)) and gravida. Concurrent conditions included uterine fibroid, vaginal discharge and vulval itching. Concomitant products included olmesartan medoxomil (benicar) and tramadol hydrochloride (zydol). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression /hormonal changes describe: depression"), rash papular ("bumps on stomach /rashes or skin conditions type: bumps on stomach"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), vaginal infection ("vaginal infection /infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("vaginal bleeding /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and menorrhagia ("menorrhagia /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and rash ("rashes"). The patient was treated with surgery (underwent a partial hysterectomy and bilateral salpingectomy (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, nausea, tooth disorder, allergy to metals, fatigue, vaginal infection, vaginal haemorrhage and menorrhagia outcome was unknown, the menstrual disorder had not resolved and the depression, rash papular and rash had resolved. The reporter considered allergy to metals, depression, device dislocation, fatigue, menorrhagia, menstrual disorder, nausea, rash, rash papular, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet received. Rashes was added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device /migration of essure device") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 2 (B)(6) 1999 and (B)(6) 2006), vulvovaginitis, anemia, hypertension, seasonal allergy, leukorrhea, non-smoker, alcohol abuse ((3-6 drinks)) and gravida. Concurrent conditions included uterine fibroid, vaginal discharge and vulval itching. Concomitant products included olmesartan medoxomil (benicar) and tramadol hydrochloride (zydol). On (B)(6) 2007, the patient had essure inserted. In january 2012, the patient experienced depression ("depression /hormonal changes describe: depression"), rash papular ("bumps on stomach /rashes or skin conditions type: bumps on stomach"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), vaginal infection ("vaginal infection /infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("vaginal bleeding /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("menorrhagia /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and anxiety ("psychological or psychiatric problems condition: mental anguish."). In march 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and rash ("rashes"). The patient was treated with surgery (underwent a partial hysterectomy and bilateral salpingectomy 01/2015). Essure was removed in january 2015. At the time of the report, the device dislocation, nausea, tooth disorder, allergy to metals, fatigue, vaginal infection, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown, the menstrual disorder had not resolved and the depression, rash papular and rash had resolved. The reporter considered allergy to metals, anxiety, depression, device dislocation, fatigue, menorrhagia, menstrual disorder, nausea, rash, rash papular, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: event psychological or psychiatric problems condition: mental anguish was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device /migration of essure device') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 2 ((B)(6) 1999 and (B)(6) 2006), vulvovaginitis, anemia (rbc were transfused.), seasonal allergy, leukorrhea, non-smoker, alcohol abuse ((3-6 drinks)) and gravida. Concurrent conditions included uterine fibroid, vaginal discharge, vulval itching, hypertension and weakness. Concomitant products included olmesartan medoxomil (benicar) since (B)(6) 2015 for hypertension as well as iron, nsaids, paracetamol (acetaminophen) and terconazole (terazol). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression /hormonal changes describe: depression/ psych injury"), skin disorder ("bumps on stomach /rashes or skin conditions type: bumps on stomach"), nausea ("nausea"), fatigue ("fatigue"), vaginal infection ("vaginal infection /infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("vaginal bleeding /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("menorrhagia /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and anxiety ("psychological or psychiatric problems condition: mental anguish."). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced anaemia ("anemia"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and rash ("rashes"). The patient was treated with surgery (underwent partial hysterectomy and bilateral salpingectomy on (B)(6) 2015, salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, nausea, tooth disorder, allergy to metals, fatigue, anxiety, anaemia and dysmenorrhoea outcome was unknown, the menstrual disorder had not resolved and the depression, skin disorder, vaginal infection, vaginal haemorrhage, menorrhagia and rash had resolved. The reporter considered allergy to metals, anaemia, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, nausea, rash, skin disorder, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the microinsert was placed in the usual fashion. A total of 0 coils were noted after placement.attention was turned to the opposite tube and the microinsert was placed in the usual fashion. After placement, a total of 4 coils were noted. Discrepancy noted for date of insertion: (B)(6) 2009. Discrepancy noted for date(s) of removal: (B)(6) 2015. Patient received treatment pain, bleeding, urinary, bladder problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of events vaginal bleeding, menorrhagia, vaginal infection updated as recovered, rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 2 ((B)(6) 1999 and (B)(6) 2006), vulvovaginitis, anemia, hypertension, seasonal allergy, leukorrhea, non-smoker, alcohol abuse ((3-6 drinks)) and vaginal delivery. Concurrent conditions included uterine fibroid, vaginal discharge and vulval itching. Concomitant products included olmesartan medoxomil (benicar) and tramadol hydrochloride (zydol). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), depression ("depression"), rash ("bumps on stomach"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). The patient was treated with surgery (underwent a partial hysterectomy and bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, nausea, tooth disorder, allergy to metals, fatigue, vaginal infection, vaginal haemorrhage and menorrhagia outcome was unknown, the menstrual disorder had not resolved and the depression and rash had resolved. The reporter considered allergy to metals, depression, device dislocation, fatigue, menorrhagia, menstrual disorder, nausea, rash, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received. Reporter and patient demographics were added. Historical condition, concomitant disease were added. Updated suspect drug indication start date and stop date. Events depression, bumps on stomach, nausea, dental problems, nickel allergy, fatigue, vaginal infection, vaginal bleeding, menorrhagia and did not have hsg performed following insertion of essure micro-inserts nos were added and updated events and event outcome was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device /migration of essure device') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 2 (B)(6) 1999 and (B)(6) 2006), vulvovaginitis, anemia (rbc were transfused.), seasonal allergy, leukorrhea, non-smoker, alcohol abuse ((3-6 drinks)) and gravida. Concurrent conditions included uterine fibroid, vaginal discharge, vulval itching, hypertension and weakness. Concomitant products included olmesartan medoxomil (benicar) since (B)(6) 2015 for hypertension as well as iron, nsaids, paracetamol (acetaminophen) and terconazole (terazol). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced depression ("depression /hormonal changes describe: depression"), skin disorder ("bumps on stomach /rashes or skin conditions type: bumps on stomach"), nausea ("nausea"), fatigue ("fatigue"), vaginal infection ("vaginal infection /infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("vaginal bleeding /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("menorrhagia /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and anxiety ("psychological or psychiatric problems condition: mental anguish."). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced anaemia ("anemia"). In (B)(6) 2012, the patient experienced tooth disorder ("dental problems") and allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues") and rash ("rashes"). The patient was treated with surgery (underwent partial hysterectomy and bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, nausea, tooth disorder, allergy to metals, fatigue, vaginal infection, vaginal haemorrhage, menorrhagia, anxiety, anaemia and dysmenorrhoea outcome was unknown, the menstrual disorder had not resolved and the depression, skin disorder and rash had resolved. The reporter considered allergy to metals, anaemia, anxiety, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, nausea, rash, skin disorder, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the microinsert was placed in the usual fashion. A total of 0 coils were noted after placement.attention was turned to the opposite tube and the microinsert was placed in the usual fashion. After placement, a total of 4 coils were noted. Discrepancy noted for date of insertion: (B)(6) 2009 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event: dysmenorrhea(cramping) added. Concomitant drugs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (underwent a partial hysterectomy due to complications from the essure device). At the time of the report, the device dislocation outcome was unknown and the menstrual disorder had not resolved. The reporter considered device dislocation and menstrual disorder to be related to essure. Company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.